Manufacturer narrative:
All pertinent information available to second sight medical products has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.

Event description:
This subject was implanted with the argus ii device on (B)(6) 2009 as part of a clinical trial of the argus ii. On (B)(6) 2015, the physician observed that this pt had an inferior retinal detachment and a retinal tear. On (B)(6) 2015, the physician performed barrier laser treatment to treat the retinal detachment. There was no defect or malfunction of the device associated with this event.